Event description:
It was reported that the procedure was to treat a concentric lesion with 90% stenosis, mild tortuosity, and moderate calcification in the distal, mid and proximal right coronary artery. After pre-dilatation was performed, a 2.75x33 mm xience xpedition rx stent delivery system (sds) was advanced toward the target lesion, inflated to an unknown pressure, and the stent was implanted. The sds balloon was pulled slightly proximal and the balloon was inflated up to rated burst pressure (rbp) of 18 atmospheres; however, the balloon pressure started to decrease. The pressure indication decreased and the pressure indication of the indeflator dropped. There was no loose connection with the indeflator noted. The sds was removed from the patient anatomy. No noticeable balloon rupture was confirmed and no visible blood observed inside the balloon. There was no leak or any other damage noted to the sds. A new unspecified balloon catheter was used to perform post-dilatation on the implanted xpedition stent as part of standard procedure. There was no reported adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.